Event description:
It was reported that a user experienced continuous glucose monitor data signal loss from a dexcom g7 continuous glucose monitor (cgm) to the ilet, while glucose values continued to display on the dexcom mobile app; the user was guided to toggle settings and renter the pairing code. No adverse clinical symptoms reported. Outcomes included no reported injury and no medical intervention. User support included user-guided troubleshooting and education to restore wireless communication and reestablish pairing. Investigation of this case revealed a communication disruption between the cgm and the ilet consistent with transient connectivity issues, with device components related to cgm pairing and wireless data transfer implicated. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration-related connectivity interruption.

Manufacturer narrative:
Initial.